Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for two patients tested on a elecsys 8000 e 801 module. The questionable troponin results were not reported outside the laboratory. The customer tested each sample for a total of three times. The customer used the same e 801 module and a different analyzer for repeat testing. Patient 1's initial troponin result was 56 ng/l. Patient 1's repeat troponin results on the same e 801 module were "<7" ng/l and "<7" ng/l. Patient 2's initial troponin result was 58 ng/l. Patient 2's repeat troponin result on the same e 801 module was 319 ng/l. Patient 2's repeat troponin result on a different analyzer was 56 ng/l. The troponin reagent lot number was 530951 with an expiration date requested but not provided.

Manufacturer narrative:
The expiration date of the troponin t hs reagent is 31-jul-2022. Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc data were within specifications. The calibration trace revealed that signals for level 2 were below the expected ranges. The pre-analytical data revealed that centrifugation recommendations were not followed and that fibrin was visible to the customer. The sample was noted to be of poor quality. The alarm trace revealed a number of sample-related alarms which indicates a pre-analytical issue. The investigation did not identify a product problem. The cause of the event could not be determined.